Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported a patient was hospitalized in 2009, due to an incident of hyperglycemia. Per the reporter, the patient woke up on the day of the hospitalization with elevated blood glucose and large ketones. By 5pm that day, his blood glucose registered as "hi" and he was vomiting. He was admitted to the hospital and treated with insulin & IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.